Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken conductor wire at the weld causing thermal damage on the yaw pulley and conductor wire cap. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the damage found at the weld during failure analysis suggests that unintended arcing occurred.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument had a "protruding" wire. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.